Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right atrial (ra) lead had no capture and device sensing issues in the form of p-wave amplitude variation. The patient was asymptomatic. The ra lead was capped, and a new ra lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.